Manufacturer narrative:
(B)(4). The lot was manufactured january 20, 2016 ¿ january 21, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device. Further examination revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained in the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that the balloon was completely empty. This event occurred before use. There was no patient involvement. No additional information is available.